Manufacturer narrative:
(B)(4). G2: foreign: switzerland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 3 days later due to too much offset of the stem. The surgeon changed to a standard offset stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2; h3; h4; h6 suggested component code: mechanical (g04) - stem visual examination of the returned product identified scuffing and scratches to the profile of the device along with around the taper. The inserter is stuck inside of the device and could not be removed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment of both implants is within normal limits. No hardware failure or loosening was identified. The root cause of the reported issue is attributed to failure to follow instructions. As per instructions, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Failure to choose the correct stem is considered off-label use. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.